Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture due to dislodgement. Subsequently a revision procedure was performed and the lead was explanted. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with a bent stylet inside the lead. Upon removal of the stylet, it was noted there were slight bends in the lead. Blood was also noted in the lead lumen, however no insulation damage was observed. Subsequently it was concluded that the blood entered through the terminal pin opening. Further visual inspection revealed that the terminal silicon sleeve was bunched in multiple places. Analysis was unable to confirm the field allegation of dislodgement as resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits.